Manufacturer narrative:
Pump was received with high idle current due to faulty b1 on motherboard. No unexpected off no power, low battery, failed battery test or battery out limit alarms noted. The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump had cracked case at display window corner, cracked lcd window and cracked battery tube threads.(B)(4)

Event description:
The customer reported via phone call that they had shortened battery life with the insulin pump. Customer reported the battery would die in 3 to 4 days. The customer also reported a crack on the insulin pump's screen. Customer's blood glucose was 100 mg/dl at the time of incident. Troubleshooting found the battery did not last for more than one week on the insulin pump. Customer also reported receiving several battery out limit alarms. It was also found the customer received a failed battery test alarm during troubleshooting. The customer was advised that the device would be replaced. Customer's blood glucose was 133 mg/dl at the end of the call. Customer agreed to return the product for analysis.